Manufacturer narrative:
Updated data: b2. Outcome attributed to adverse event. B5. A second paragraph was added. D6b. H6. Annex e codes, annex a codes, annex b code. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 3 years and 2 months following the implant of a transcatheter aortic valve (tav), a transthoracic echocardiogram was performed that revealed mild-moderate central aortic regurgitation, mild-moderate pulmonic insufficiency, and ejection fraction within normal limits. Approximately 2 months later, severe paravalvular leak was observed. Subsequently, the patient was worked up for a tav-in-tav. Additional information was received to report severe aortic stenosis and under expansion of the valve frame were also observed. Subsequently, the tav was explanted and replaced with a surgical aortic valve (manufacturer and model unknown). Per the physician, the patient's native bicuspid aortic valve could be a contributing factor to the failed valve. It was reported the patient was in stable condition.

Manufacturer narrative:
Updated data: h2 h3 h6 additional codes image review: the case report from imaging services indicates that the computed tomography (CT) imaging is affected by motion artifact and appears blurry; a repeat CT was recommended. The native aortic valve appears bicuspid, with possible fusion of the right coronary cusps and left coronary cusps (rcc and lcc) versus only two cusps visualized. The evolut implant appears under-expanded, likely due to heavy calcification observed outside the transcatheter aortic valve (tav) frame. Implant depth is shallow, with a measurement of approximately 3.5 mm beneath the rcc, 2.2 mm beneath the lcc, and the native annulus approximately 3.3 mm below the evolut inflow under the ncc. All sinus of valsalva (sov) diameters are below the recommended diameter of 31 mm and patient appears to be native coronary artery dependent. The mean sinus height is within the recommended range of 19.8 mm, with the ncc measuring below the recommended height of 16 mm. Protruding calcification is also seen under the lcc, extending into the left ventricular outflow tract (lvot). Transthoracic echocardiogram (tte) review: further tte analysis highlighted february 2026 severe calcification near the tav, which may be causing under-expansion and preventing the valve from properly sealing, resulting in aortic regurgitation. Echocardiogram video clip review: the six-second echo video from november 2025 showed aortic regurgitation that appears severe. However, the color scale is not displayed in the clip, making it difficult to confirm the severity of aortic insufficiency (ai) on color doppler; excessive color gain may exaggerate the appearance and severity of the jet. Further echo interrogation is recommended to clarify the cause of the significant discrepancy between the november 2025 and february 2026 studies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 3 years and 2 months following the implant of a transcatheter aortic valve (tav), a transthoracic echocardiogram (tte) was performed that revealed mild to moderate central aortic regurgitation, mild to moderate pulmonic insufficiency, and ejection fraction (ef) within normal limits. Approximately 2 months later, severe paravalvular leak (pvl) was observed. Subsequently, the patient was worked up for a tav in tav.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.